Event description:
The manufacturer received information alleging ventilator service required error code was observed during service of trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was evaluated by a third-party service engineer. During the evaluation it was noted that the third-party service engineer observed an error code, oxygen blending module accuracy urgent, in the device's error log. The third-party service engineer further evaluated and determined the oxygen (o2) printed circuit assembly (pca) board had caused the error code to occur on the device. In conclusion, the device's o2 pca board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the sensor board, keypad, filter, and sd card were replaced unrelated to the reportable issue. The device passed all final testing.